Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One 6 fr introducer sheath and dilator were received for product evaluation. Visual inspection of the sheath revealed a small dent in the middle of the sheath shaft. No other damages or anomalies were noted on the sheath. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely the sheath was dented while handling of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
(B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved ik device was used and while flushing the sheath prior to inserting into patient, it was noticed to be kinked in the middle of the shaft. Another identical sheath was opened and used to complete the procedure. The patient's condition was stable, and the procedure was completed successfully. The procedure was a left heart catheterization.